Manufacturer narrative:
. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019 a 23mm trifecta gt valve was implanted. It was reported the 23mm trifecta gt valve was explanted on (B)(6) 2025. No additional information was provided.